Event description:
Boston scientific received information that during the pre-discharge follow-up, the right atrial (ra) lead exhibited high pacing threshold measurements, out-of-range pacing impedance measurements of greater than 3,000 ohms, and low p-wave values. An x-ray was performed, which confirmed the ra lead terminal pin was not fully inserted into the pacemaker header. An invasive procedure was performed to correct the connections. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.